Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was lining in the image of subject device, but vision was there. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage, cut marks found on cable and heavy corrosion found on coupler and its stopper. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering, abnormal color in image and sometime there is no image on monitor is due to faulty ccd unit (charged coupled device). Cut marks found on cable due to that water leakage is coming from it. A definitive root cause could not be identified for the water leakage or corrosion found on coupler and its stopper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.